Event description:
The explanted devices were received but product analysis is still underway.

Event description:
Patient reported not being able to feel magnet stimulation and then once seen in clinic they presented with high impedance >10,000 ohms. The patient has been referred for a full revision and the device was not disabled. It was also noted that the patient does regularly fall down when she has seizures, but no other specific trauma was known. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.101 volts, and the memory locations on the generator indicated that 28.802% of the battery had been consumed. The downloaded data shows an indication of increased impedance; change from 12510 ohms (from ¿time stamp impedance diagleadzhistory[1-15]¿ ((B)(6) 2021)) to 22980 ohms (from ¿time stamp impedance diagleadzhistory[1-15]¿) estimated to have occurred on (B)(6) 2021 (explant date (B)(6) 2021). In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The data dump was also reviewed, and high impedance was first observed on (B)(6) 2021. There were no performance, or any other type of adverse condition found with the pulse generator.

Event description:
Product analysis was completed on the returned lead. During the visual analysis both coils were found to be broken after bifurcation area, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the noted above conditions, the condition of the returned lead portions are consistent with conditions that typically exits following an explant procedure.